Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was not confirmed as the sheath was removed without resistance. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the yellow protective sheath was unable to be removed from the 3.0x15 nc trek prior to use. There was no patient involvement. No additional information was provided.